Manufacturer narrative:
Additional information has been requested. Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The surgeon reported via legal that the device broke at the lower extremity of the femur after 7-8 months. There probably is pseudoarthrosis. He used bone graft and implanted a new plate of the same type but longer (9 holes instead of 7).